Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02815.

Event description:
It was reported upon inspection in the (B)(6) warehouse that the sterile package is damaged. There is a crease in the sealing area. No patients were involved. No additional information.

Event description:
Upon receipt of additional information, it has been determined that the device sterility is still in tact. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that the device sterility was not breached. The initial report was forwarded in error and should be voided.